Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were not responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis 11/14/2013 with the following findings: the pump powered on with audio tones present, however, there was no display or vibration. There was no visible moisture or corrosion visible from the outside of the pump. The complaint of the unresponsive keypad buttons was not able to be tested due to the blank display. The keypad cover was removed and no defects were found. The pump was opened and removed from the case revealing corrosion on various components of the pump. The display was removed and corrosion was found on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.